Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy, while on a broken blood vessel, there was an incomplete staple line centrally. The handle also made a strange noise. To resolve the issue, they replaced the device into a new one. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy, while on a broken blood vessel, there was an incomplete staple line centrally. To resolve the issue, they replaced the device into a new one. There was no patient injury.